Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement in the 400 mg/dl range. The patient reportedly experienced symptoms of nausea, dehydration (dizziness, lightheadness), extreme drowsiness and vomiting. The patient reportedly did not require medical intervention. The basal delivery totals in total daily dose (tdd) reportedly did not match due to a variation the user was making to the basal program. It was noted during troubleshooting; the pump was delivering the basal rate as programmed. The basal history reportedly matched the active basal program settings. The bolus totals however, reportedly did not match/add up correctly. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged inaccurate delivery issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2016 with the following findings: no defect was found. The last bolus delivery and the last basal delivery were on (B)(6) 2015. The history shows on (B)(6) 2015 at 16:53 a loss of prime associated with a cartridge change; deliveries resumed at 18:35. A manual time change on (B)(6) 2015 from 13:35 to 01:40. Bolus totals in bolus history are consistent with bolus totals in tdd history at time of reported issue.. Performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No alarms or delivery interruptions were duplicated during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.